Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent another procedure on (B)(6) 2005 and mesh was implanted. Additionally, on (B)(6) 2007, mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary and bowel disturbance and vaginal scarring. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh removal sometime in 2006. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection, dysuria, urinary frequency and urgency.

Manufacturer narrative:
(B)(4).